Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the extension appeared bent at the end that plugs into the implantable neurostimulator (ins) when removed from the package. It was noted that the cause was potentially the way the lead was seated in the packaging. The lead wasn't implanted and another extension was opened, resolving the issue at the time of the report. There was on patient involvement.

Manufacturer narrative:
Analysis of the extension 3708660 dbs no tunneling tool s/n (B)(4) found insignificant anomalies. Analysis identified that the extension was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. {there is a slight bend near the proximal end of the extension, however, according to the manufacturing process this bend is acceptable.} if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.